Manufacturer narrative:
(B)(4). The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span september 29, 1995 through april 8, 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records between september 30, 1995 and september 2, 2014 were not provided. Patient information: medical history: anxiety, hypercholesterolemia, 2014: breast cancer, age (B)(6), radiation, gastroesophageal reflux disease [gerd], (B)(6) 2018: type 2 diabetes, (B)(6) 2018: alcohol use and alcohol-induced disorder, (B)(6) 2018: history of nicotine dependence. (B)(6) 2018: obesity, unknown date: wt. (B)(6) lbs., bmi 32.45, (B)(6) 2016: weight gain, wt. 197 lbs., ht. 165.10 cm., bmi 32.78. Irritable bowel syndrome. Prior surgical procedures: 1991: myomectomy, 1991, 2005, 2009, 2010: umbilical hernia repair, 2007: hysterectomy, 2014: double mastectomy. Relevant medical information: on (B)(6) 2015: bilateral removal of tissue expanders, bilateral reinsertion of the pectoralis major muscles, bilateral breast reconstruction, and right-sided breast implant. ¿on elevating the superior abdomen, it was clear there was a ventral hernia. It appeared to be a fat-containing-only hernia. This was easily reducible, so we reduced it and repaired it with a 2-0 vicryl and 2-0 pds. We then finished the elevation all the way to the xiphoid and continuously undermined laterally with a lockwood dissector. The abdominal fascia was closed with an [sic] 0 looped nylon , and above the umbilicus was plicated with 0 v-loc. The abdomen was irrigated with normal saline and triple antibiotic solution.¿ on (B)(6) 2015: ¿¿ she also had an abdominal bulge certainly that we are going to get dr. (B)(6) to see if the patient would be a candidate for a laparopscopic repair with mesh.¿ implant preoperative complaints: on (B)(6) 2016: ¿she has developed a hernia on the left side of her abdomen. On palpation, she does have overall laxity on the left side and in the suprapubic position had a true fascia defect which is reducible.¿ ¿assessment: ventral incisional hernia.¿ on (B)(6) 2016: ¿the patient presented with a history of previous diep flap harvested from the left side of her abdomen. She had developed true ventral incisional hernia along this area.¿ implant procedure: laparoscopic ventral incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial, 1dlmc08/14552978 26cm x 34cm, oval. Implant date: (B)(6) 2016: description of hernia being treated: ¿additional 5-mm trocars were placed, two on the left lateral abdomen, one at the periumbilical location. The patient had an obvious hernia from her defect on the left side. We mobilized the peritoneum over the bladder so that the bladder could be swept down, identifying the pubis as well as cooper¿s ligament on the left side. At this point intra-abdominal ruler and spinal needles were used to measure the extent of the fascial defect which was 13 cm horizontally and 7 cm vertically. We fashioned a 27 x 33 cm gore ptfe dualmesh with a 0 gore-tex suture on each of the 4 sides. The most caudad stitch was brought in 5 cm from the edge of the mesh, so it would allow us to have overlap over cooper¿s ligament to secure the mesh.¿ implant size and fixation: ¿the mesh was brought into the abdominal cavity through a 12-mm trocar that would later be covered by the mesh and it was unrolled. Intra-abdominal grasper was then used to measure a 5-cm overlap in all directions from the fascial defect and the stitches brought up through the anterior abdominal wall. Our most caudad stitch was brought up superior to cooper¿s ligament. The mesh draped down nicely over the top of cooper¿s. It was secured to cooper¿s ligament using titanium tacks. The mesh was then tacked circumferentially using titanium tacks. Care was taken not to place any tacks below the ileopubic tract to avoid cutaneous nerve entrapment. Additional transabdominal fixation sutures were placed every 4 to 6 cm circumferentially around the mesh. No evidence of bleeding from any tack or suture sites.¿ relevant medical information: on (B)(6) 2016: ¿¿status post laparoscopic ventral incisional hernia repair. Postoperatively the patient has done quite well. She still has a significant amount of discomfort and I have counseled her that it can take 6 to 8 weeks to completely recover from this large operation. She just only has a small stitch at one of her port sites.¿ ¿her incisions are all nicely healed. No evidence of infection . No evidence of recurrent hernia. The small area of extruding stitch was trimmed.¿ on (B)(6) 2016: ¿on exam, her abdomen is soft. She does have some asymmetry from her previous muscular flap harvest but no true hernia is noted. There is no evidence of infection at this time. She does have some point tenderness at some left-sided stitch sites which is not unusual.¿ (B)(6) 2016: ¿¿left sided hernia surgery, dr. (B)(6) at (B)(6), ¿but I feel stuff bulging¿, and ¿I look like I¿m in my 3rd trimester.¿¿ ¿abdominal distention. Notes: to gi [gastroenterology] for eval.¿ ¿lymphedema , following with physical therapy, has lymphatic drain at home¿. On (B)(6) 2016: ¿since her [hernia] surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. She reports increased flatus. She tells me she¿s the heaviest she¿s ever been. When she coughs she feels a tearing sensation on her right side. He bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿abdomen is distended and dull to percussion, no significant tenderness, normal bowel sounds.¿ on (B)(6) 2016: abdominal ultrasound: ¿impression: anterior abdominal wall fluid collection measuring 19 cm in length, likely a large lymphocele or seroma. Mild to moderate diffuse fatty liver noted.¿ on (B)(6) 2016: ultrasound-guided drainage of an anterior abdominal wall fluid collection. ¿site: seroma above mesh, please aspirate.¿ ¿targeted ultrasound of the area of palpable concern in the lower anterior abdominal body wall of the left side demonstrated a loculated fluid collection with internal septations, measuring up to 19.8 cm long.¿ ¿¿a 5-french catheter was advanced into the loculated fluid collection in the anterior abdominal body wall and 1300 ml were obtained . No immediate complications.¿ on (B)(6) 2016: abdominal CT: ¿impression: status post ventral hernia repair with mesh reconstruction. Sterile versus infected fluid collection measuring 21 x 4.2 x 20 cm is noted just deep to the surgical mesh. This fluid collection may represent a postoperative lymphocele or seroma. Mild fat stranding in the ventral subcutaneous soft tissues is likely post-surgical in etiology.¿ on (B)(6) 2016: ¿status post lap ventral hernia repair with a 27 x 23 cm gore ptfe dualmesh on (B)(6) 2016. She subsequently developed a seroma which on (B)(6) she got ultrasound-guided aspiration of that seroma containing 1.3 l of serosanguineous material. She comes into clinic today stating that she still has protuberance of her abdomen that cause her some discomfort. She had many questions about the plan ahead if she kept developing seroma after the aspiration.¿ ¿abdomen: protuberant. No overlying erythema. No significant tenderness to palpation. She does have some soft likely fluid-filled area at the lower abdomen. No signs of infection.¿ ¿we discussed that we would like to get a cat scan to determine whether seroma was anterior to or posterior to the mesh.¿ on (B)(6) 2016: ¿¿ CT scan. It showed that she did have small seroma dorsal to her mesh encompassed by a neoperitoneal layer. We will be setting her up for repeat ultrasound guided needle aspiration of this fluid.¿ on (B)(6) 2016: ultrasound-guided drainage of a left lower abdominal wall fluid collection . ¿a thin left lower quadrant abdominal wall fluid collection has reaccumulated, now measuring 17.2 cm craniocaudal x 2.7 cm ap, x 11.7 cm transverse (previously 19.8 cm craniocaudal x 5.8 cm ap x 17 cm transverse on (B)(6) 2016). Multiple septations are identified within the collection.¿ ¿subsequently, 400 ml of serosanguineous fluid was removed.¿ on (B)(6) 2016: ¿in (B)(6) 2015 she began breast reconstruction using a flap technique which required an incision ¿from hip bone to hip bone¿. This led to a fascia tear, hernia and later hernia repair. Since her surgery, [the patient] has had abdominal bloating with discomfort. She¿s distended oftentimes even in the morning when she awakens. Her bowel habit is fine. She treats her abdominal distention with ice, which she thinks helps.¿ ¿[the patient] had a 2nd opinion from a general surgeon to evaluate her abdominal distention after fluid was noted on an abdominal ultrasound. She tells me that in august 1 ½ liters was removed from her abdomen and then again another liter removed in (B)(6).¿ ¿she had a CT scan that was ordered of abdomen and pelvis. This was done for abdominal pain with abdominal wall. The peritoneum/retroperitoneum showed status post ventral hernia repair with mesh reconstruction. A fluid collection is noted. Deep to the mesh . The fluid collection measures approximately 21 x 4.2 x 20 cm with no evidence of recurrent hernia. Bowel was unremarkable. Reproductive organs showed bilateral ovarian cysts are noted. Stable from the prior examination and are likely physiologic.¿ on (B)(6) 2016 indicate the patient again underwent ultrasound-guided drainage of a left lower abdominal wall fluid collection. Findings from the procedure state: ¿the fluid collection measured 13.3 x 3.2 x 15.7 cm.¿ ¿¿one 5-french catheter was placed into the left lower quadrant abdominal wall collection. Subsequently, 375 ml of serosanguineous fluid was removed.¿ on (B)(6) 2016: ¿ongoing aspirations of peritoneal fluid, but recent second opinion from surgeon, dr. (B)(6) in (B)(6), who recommended no continuing aspirations of peritoneal fluid due to risks of infection. Also following with surgery at (B)(6), who are also in discussion with (B)(6) interventional radiologist (who is doing the aspirations), about suspending aspirations for now and trying to allow for self-absorption of the fluid.¿ explant preoperative complaints: on (B)(6) 2016: ¿the patient presents with abdominal pain in the lower abdomen . Onset: the symptoms/episode began/occurred 1 week(s) ago, and became worse today. The symptoms do not radiate. Associated signs and symptoms: pertinent negatives: fever. The symptoms are described as dull. Severity of pain: at its worst the pain was severe just prior to arrival. [Patient] reports that she has had abdominal mesh from a previous abdominal surgery¿one year ago. Has had development of a seroma at times. [Patient] reports she has had the seroma drained several times.¿ ¿reports that in the past week she has had worsening urinary incontinence.¿ ¿abdomen/gi: palpation: moderate abdominal tenderness, in the left lower quadrant.¿ on (B)(6) 2016: CT abdomen ¿impression: large anterior abdominal fluid collection about the mesh likely postsurgical seroma. Bilateral ovarian cysts the left measures 32 x 26 and the right measures 38 x 27 mm.¿ on (B)(6) 2016: ¿I recommend that the patient return to her surgeon for evaluation and treatment at the (B)(6) clinic. The patient refuses. The patient [states] that she does not trust the surgeon or the facility and refuses to be transferred to the (B)(6) clinic. It is unfortunate since this patient more than likely has a mesh infection and ptfe mesh cannot be salvaged in these cases. I have recommended laparoscopic removal of her mesh.¿ on (B)(6) 2016: ¿¿underwent a laparoscopic ventral hernia repair in march 2016 by an outside surgeon at the (B)(6) clinic. The patient states that she has been having problems after this surgery including recurrent urinary tract infections, chronic pain, edema, intraabdominal swelling, recurrent fluid collections associated with the mesh that has been drained several times. The patient also states that she feels sick and has had flu-like symptoms including fever and chills. She also states that she has had dysuria and incontinence of urine ever since her ventral hernia repair.¿ ¿she now has a fourth recurrent symptomatic fluid collection. Now, she complains of increased abdominal pain, dysuria, incontinence, abdominal swelling and a CT scan showed a massive fluid collection next to a massive piece of intra-abdominal mesh.¿ ¿the patient had a laparoscopic ventral hernia repair with placement of a very large 27 x 24 cm piece of composix mesh that includes ptfe . I believe the patient more than likely has a mesh infection and ptfe mesh is not salvageable.¿ explant procedure: ¿1. Laparoscopic extensive lysis of adhesions. 2. Drainage of intraabdominal infection associated with infected mesh. Exploratory laparotomy with removal of the infected mesh.¿ explant date: (B)(6) 2016 [hospitalization (B)(6) 2016] ¿we visualized the scar tissue of her previous mesh that focused around the periumbilical and lower abdominal region. We made a small incision in the left upper quadrant, which appeared free of mesh. We used a veress needle to enter the abdomen. We inflated to 15 mmhg pressure. We then placed a 5 mm optical trocar through this incision and there was no evidence of injury upon entrance. There were dense adhesions to the anterior abdominal wall. These were taken down using a combination of sharp dissection using electrocautery and also the ligasure device. The large fluid collection was visualized. There was a capsule around it. It was massive in size. We entered the fluid collection and there was a purulent fluid that was extruded. This was sent off for cytology and also for culture. There were several liters of fluid.¿ ¿we then dissected the adhesions and the several loops of small bowel sharply. No evidence of bowel injury was made. Once we circumferentially dissected this free, we began taking down the mesh cephalad. There were innumerable tacks that were protack metal tacks that were placed roughly 1 cm apart in all directions and also every few centimeters there were large gore-tex sutures that were placed. This made the mesh nearly impossible to remove laparoscopically. At this point, I elected to remove the mesh by making a modified pfannenstiel incision through a previous abdominoplasty incision. We made an incision over this and dissected through the skin and subcutaneous tissues and split the rectus muscle in the midline and opened up the midline preperitoneal area.¿ ¿we then sharply dissected out all of these tacks and also the gore-tex sutures, which unfortunately included a significant amount of rectus muscle and peritoneum. Entirely, the anterior abdominal wall was stripped free of peritoneum. This was secondary to her massive mesh infection. Unfortunately, in the patient¿s pelvis, there were several tacks that incorporated the bladder . This was sharply dissected free. Also, there were several tacks included into the pubis muscle. These were also sharply removed. The mesh was sent off as specimen. Also, the large infected capsule was removed entirely. The bladder was filled with saline and there was no evidence of a bladder injury secondary to surgery.¿ ¿we placed a large piece of omentum into the pelvis to cover all of the completely denuded areas of anterior abdominal wall. The patient and I had discussed the probability of a hernia postoperatively. She agreed to proceed. We closed the external oblique fascia laterally, which became the anterior rectus fascia medially and the midline fascia using a #1 pds suture in a running fashion. This was after placement of a 15-french round blake drain in the pelvis after a large amount of irrigation. We also irrigated the skin and subcutaneous tissues and closed all incisions including the modified pfannenstiel with skin clips.¿ postoperative diagnosis: ¿mesh infection with infected recurrent fluid collection.¿ relevant medical information: on (B)(6) 2016: ¿she developed a seroma as of (B)(6) 2016 at the site where she had an abdominal hernia that had a mesh repair. She has been having these multiple seroma over time and has attended (B)(6) clinic. Each time she will have them drained. She reports that she would never been given antibiotics and cultures have never been sent from these areas as they were felt to just be benign seroma. She however would have symptoms of buildup of fluid at the site and it will become painful and should have subjective fevers and subsequently needing to have drainage done.¿ ¿she presented here and did not have fever and no leukocytosis. The CT imaging confirmed large anterior abdominal fluid collection about the mesh that also was felt to be postsurgical seroma. She was seen by dr. (B)(6) and given concern for possible infection of this mesh, she was taken to the operating room where she had laparoscopic extensive lysis of adhesions, drainage of an intraabdominal infection associated with an infected mesh. She had an exploratory laparotomy with removal of infected mesh. Reviewing the operative notes, it is noted that there was a large fluid collection, massive, it was purulent, it was sent for cytology and for culture and anterior abdominal wall was stripped free of peritoneum; also in the pelvis, there were some tags [sic] that were removed.¿ on (B)(6) 2016: pathology: ¿mesh with adherent soft tissue with giant cell reaction , granulation tissue and hemosiderin.¿ ¿¿a gram stain was requested. The gram stain shows gram positive bacteria present.¿ ¿there are no cultures , says they were not sent by the nurse in the operating room.¿ on (B)(6) 2016: final diagnoses: ¿1. Breast cancer. 2. Ventral hernia. 3. Mesh infection. 4. Sepsis. 5. Bladder injury.¿ on (B)(6) 2018: open ventral hernia repair with onlay mesh. ¿she developed a ventral hernia, and this was repaired laparoscopically by an outside surgeon. Unfortunately, she had a mesh infection and I removed laparoscopically. She has developed another left-sided ventral hernia.¿ ¿I would prefer to perform a retrorectus repair, but the patient has no rectus muscle and the left side, so this is impossible. Therefore, I will elect to perform an onlay repair. This is associated with more wound complications, and mesh infections, but it is our best option at this point.¿ ¿I made a vertical midline incision slightly below her xiphoid to her pubis. We dissected down and through the subcutaneous tissues to the midline fascia. This was opened directly, and her peritoneum was entered. I lyse adhesions of intra-abdominal wall. Once this was performed, I made large anterior flaps bilaterally. This was performed to the costal margin cephalad as far lateral as the bed laterally, and to the pelvic brim inferiorly. Once this was performed, we had good overlap on the patient¿s left-sided hernia. We closed the midline fascia using a looped #1 pds suture in running fashion. I then placed a large piece of ventralex coated mesh anteriorly and sutured it circumferentially using interrupted 2-0 vicryl suture. The mesh lay in good position, and covered all defects by at least 10 cm .¿ on (B)(6) 2018: ¿sonogram through existing drainage catheter. Fluoroscopically guided over the guidewire exchange for larger 14 french drainage catheter. Instillation of tissue plasminogen activator for lysis of loculations. Continuation of suction bulb drainage.¿ on (B)(6) 2018: abdominal wall exploration, evacuation of seroma, injection of tissue glue, and placement of drains. ¿I made an incision through the mesh itself and posterior to the mesh there was a large seroma. The fluid appeared straw-colored, and uninfected. I did send it for culture. I evacuated completely. I then used a pulse lavage to irrigate profusely. I then placed tisseel and bioglue into the entire cavity to help stick the layers down to each other. I closed the mesh and the fascia using 0 pds suture in running fashion . I irrigated the skin and subcutaneous tissues profusely.¿ on (B)(6) 2019: ¿abdominal wound exploration. Sharp excisional debridement of abdominal wall fascia, skin, and subcutaneous tissue. Resectional debridement of titanium tack, gore-tex [sic] suture, and mesh fibers. Packing of superficial wound with superficial skin approximation.¿ ¿the patient has a history of ventral hernia repair and subsequent resection of gore-tex mesh due to chronic draining sinus. She presents with recurrent abdominal wall sinus with persistent drainage. The decision was made to proceed to the operating room for abdominal wall wound exploration, debridement, and removal of foreign body. Informed consent was obtained. All risks, benefits, and alternatives were discussed, and all questions were answered.¿ findings: ¿chronic sinus tract measuring approximately 4 cm, containing mesh fibers, gore-tex suture, and titanium tack which was removed.¿ procedure details: ¿the patient was taken to the operating room and placed supine on the operating table. She was placed under general anesthesia without complication. A solution of methylene blue and hydrogen peroxide was instilled into the sinus tract. The tract was probed and a 15 blade was used to make a skin incision following the direction of the tract. The incision was carried down to subcutaneous tissues and subsequently fascia. A titanium tack was identified and removed. We continued our dissection until methylene blue was no longer visible, signifying the end of the tract. Throughout our dissection a gore-tex suture and scattered mesh fibers were identified and resected. We [sic] the wound was irrigated and hemostasis was ensured. The fascia was reapproximated with interrupted 0 vicryl sutures. The skin was then loosely approximated with vertical mattress sutures of 3-0 nylon. A small opening in the skin was left at the superior aspect of the wound, which was packed loosely with ½ inch iodoform packing. A dry dressing of gauze fluffs and overlying 4x8 gauze was then applied and secured with tegaderm. At the conclusion of the case, all sponge and needle counts were correct. The patient was awakened from anesthesia, extubated, and taken to recovery. Dr. (B)(6) was present and scrubbed for all portions of this case.¿ specimens: foreign body tissue-surgical pathology case. A: swab of abdominal wall, foreign body, fistula- tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture. Post-procedure information: patient condition to pacu: awakened from anesthesia, extubated and taken to the recovery room in a stable condition, having suffered no apparent untoward event. Procedures: foreign body trunk-wound class: clean contaminated.¿ findings: ¿titanium tack and gore-tex suture explanted , fascia closed primarily with interrupted 0 vicryl, skin approximated with vertical mattress 3-0 nylon. Specimens removed: 1: foreign body. Type: tissue. Source: abdomen. Tests: surgical pathology case. A: swab of abdominal wall, foreign body fistula. Type: tissue. Source: abdomen. Tests: tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture.¿ conclusion: it should be noted that the gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. The gore-tex® suture instructions for use also warns, ¿tissue invasion of the gore-tex® suture can result in attachment of the suture to the tissue it penetrates. Such attachment may make removal of the gore-tex® suture difficult.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without suture. These may include but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications.

Event description:
It was reported to gore that a patient alleges to have underwent laparoscopic repair of a ventral incisional hernia on or about (B)(6) 2016 whereby a gore device was implanted. A product description and lot number of the alleged gore device was not provided. The complaint states that the patient" underwent surgery on (B)(6) 2016 which resulted in complications and infection which exhibited symptoms reported by plaintiff to defendants on numerous occasions.¿ the complaint continues: ¿upon information and belief, defendants performed laparoscopic repair of a ventral incisional hernia below the standard of care by, among other things, improper selection and placement of materials, resulting in multiple complications, including but not limited to, bladder injury, abdominal injury, seroma and infection.¿ the patient alleged that she "sustained permanent physical harm, injury, scarring and disfigurement which has required extensive medical treatment and care and which in the future will require continuing medical treatment and care for which the plaintiff has or will incur expenses. Plaintiff has further suffered a complete disruption of her life; loss of enjoyment of life; a loss of earnings; pain and suffering; anxiety and other general and special damages¿ additional, event specific information was not provided.